Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had hardware low level failure alarm occurred after self test. Customer's different blood glucose levels were 135 mg/dl, 122 mg/dl and 276 mg/dl. Customer stated that the problem was fixed. Customer did not getting a chance to offered troubleshooting. The insulin pump will not be returned for analysis.